Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup at the user facility the core impaction drill was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during setup at the user facility, the core impaction drill was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The technician was unable to duplicate the reported event of heating up but noted that the driveshaft bearing was damaged.